Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that after a slow/long recharge, they had access to their settings but no longer saw upright/no adaptive stim and did not feel stim. The date of when patient felt no stim was asked but unknown. The date of when patient noticed no adaptive stim was (B)(6) 2017. Troubleshooting was performed over the phone. The device was checked with the patient programmer and it showed the stim was on. Adaptive stim was activated per patient's request which showed upright. Patient was able to change stim and all issues were resolved. No further complications were reported/anticipated.